Event description:
Information received by medtronic indicated that insulin pump had audio anomaly. The insulin pump was not beeping. The insulin pump had hardware low level failure alarm after self test. No harm requiring medical intervention was reported. Customer will discontinue the use of insulin pump.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Unit passed displacement test and test p-cap locks properly into the reservoir compartment, however, damage was noted to the retainer ring. Unit failed to pass self test due to pump error 63. Received pump with audio turned off in settings. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Unit was successfully downloaded using thus and carelink. Pump error 63(variable 3) occurred on (B)(6) 2022 10:38 am esf#na , (B)(6) in pump history download. Pump was cut open to perform visual inspection and found evidence of moisture damage on force sensor pins. The following were noted during visual inspection: scratched case, cracked keypad overlay, overlay scratched, cracked retainer, keypad overlay texture damage. No audio/vibrate/absence of alarm anomalies noted during testing. Pump error 63 is confirmed due to cracked soldered joint u1(pin 01). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.